Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving sufentanil and clonidine via a pump implanted for non -malignant pain and chronic low back pain. It was reported on (B)(6) 2016 that the patient had been overdosed before. The date and details of the overdose were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.